Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma (specific date not reported). Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024 and the patient was implanted with a new device during the same surgery.